Event description:
Blue chip-apollo 3 port wound care system pump malfunction causing the mattress to deflate and resident slid to bottom of bed and out of the bed. No injury resulted from the fall but the pump did cause the circuit breaker to trip.